Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (value not provided). Cause was unknown. Infusion sets were replaced after each event of a high bg. Recommendation was made for customer to consult with the healthcare provider regarding bg level.